Event description:
It was reported that there was a problem with recharging. Coupling and/or communication issues were noted. The patient had no recharging or coupling issues for two weeks, then for the past two weeks prior to the report the patient could only get two bars. The patient was seen and they tried another recharger, could only get two bars. Therapy was good. The patient charged to 75% each night but it took a lot of time. An x-ray was taken (date unknown). It confirmed the implantable neurostimulator (ins) was flipped. The patient didn't "feel" the ins flip, thought the implanting doctor implanted the ins upside down. The patient has been referred to a surgeon and will be scheduled for surgery in the near future. Additional information will be requested and if it is provided a follow up report will be sent.

Manufacturer narrative:
(B) (4).